Event description:
It was reported that during an angioplasty procedure, deflation difficulties occurred. The 30% stenosed lesion being treated was located in the right renal artery. First, a 3.5 x 10mm flextome otw balloon was inflated one time to 8 atms.then, the 2x5mm peripheral cutting balloon was inflated one time to 4 atms for 54 seconds. However, when the physician attempted to deflate the balloon, he encountered difficulties. Multiple syringes were used to deflate the balloon enough to remove it. No damage was noted to the device. The patient experienced no symptoms during the difficulties, and the procedure was successfully completed with this device. Patient's status was reported as 'fine'.

Manufacturer narrative:
(B) (4).device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)